Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the customer took out the stent and cut the wire, the end of the stent fell off during the straightening process, and then replaced it with a new stent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay pouch and placed inside a large ziploc bag. The suture and the pigtail straightener were not provided. Visual requirements state to use unaided eye at 12" to 18" under normal room lighting unless otherwise noted. When evaluating the sample, the separation could be located at the pigtail. The separation looks similar to when the material is cut due to no stretching or discoloration. The suture and pigtail straightener were not provided for evaluation. Dimensional evaluation noted dimensional requirements state the od to be 0.079" ± 0.002", tip ID 0.043" ± 0.002", tube ID to be 0.050" +0.002" -0.001", and guidewire to be 0.038". The sample passed all the dimensional requirements. The od was measured at 0.0790" and 0.0804" using a laser micrometer. The tip ID was measured using a 0.043" micrometer. The tube ID where the separation occurred was measured using a 0.050" pin gauge. A 0.038" guidewire passed through the sample without hesitation. Also received 2 photo samples. Both photo sample received top view of stent with stent broken into 2 separate pieces. Based on the photo and physical sample received the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be material selection however, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. "The instructions for use were found adequate and state the following: the inlay optima ureteral stent and multi-length ureteral stent with suture are indicated to relieve obstruction in a variety of benign, malignant and post-traumatic conditions in the ureter. These conditions include stones and/or stone fragments, or other ureteral obstructions such as or ureteral trauma, or in association with extracorporeal shock wave lithotripsy (eswl). The stent may be placed using endoscopic surgical techniques or percutaneously using standard radiographic technique. It is recommended that the indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. Precautions: ¿ suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. The overall integrity of the stent. ¿ ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician when long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. ¿ with any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. ¿ care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. ¿ the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline 2. Insert the cystoscope then pass the guidewire through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). (See below for proper placement directions on the multi-length ureteral stent.) 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the customer took out the stent and cut the wire, the end of the stent fell off during the straightening process, and then replaced it with a new stent.